Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the unicel dxi 800 access immunoassay system for two (2) pt samples. Pt a sample was tested for accu tni and results were 0.50ng/ml and 0.08ng/ml. The sample was tested on a different instrument and two results of 0.03ng/ml were obtained. Pt b sample gave result of 0.51ng/ml and 0.16ng/ml. The sample was tested on a different instrument and two results of 0.02ng/ml were obtained. The results were not reported out of the lab. It is unk if there was an effect to pt in connection to this event.

Manufacturer narrative:
The specimens were collected into plastic bd lithium heparin tubes with gel and centrifuged at 3,000 rpm for 6 minutes. The samples were tested from the primary tubes. Qc was within range on the day of the event. No events were posted to the event log. A field service engineer (fse) was dispatched in 2008: the fse performed hardware evaluation and conducted a diagnostic testing which failed. The fse completed and verified alignments for sample and reagent pipettors, and then repeated and diagnostic testing which failed again. The fse replaced peri-pump tubing and the diagnostic testing meet specifications. The fse verified the repair per established procedures and results met performance specifications. The fse went back to the l a day later: the fse completed diagnostic testing which failed. The fse verified ultrasonics and alignments on failed pipettors and verified aspiration. The fse replaced peri-tubing and aspiration testing passed. The fse replaced the duck bill and rotated aspirate probes. The diagnostic testing passed and verification of qc was acceptable. The hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for purpose of this report.